Manufacturer narrative:
Investigation results: additionally, a 3ml opened package syringe was received at bd (B)(4), confirmed to be from batch # 7002606, (p/n 309656). The sample was visually evaluated. The syringe had a linear crack extending from the 1ml to the 1 1/2 grad line along the print area. Based on the sample evaluation, product defect is confirmed. Root cause is still undetermined. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that medication leaked from a crack in a bd¿ slip tip sterile syringe. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: DHR review for batch 7002606: manufacturing dates: 01/28/2017 to 01/30/2017. Batch quantity was 768,000. Batch assembly records were reviewed as part of this DHR review. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7002606 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Sample evaluation: two photos were received by bd (B)(4) and evaluated. The photos depict two sides of the top web of a 3ml package confirmed to be from batch #7002606.. No syringe, including the reported defect, could be seen in the photos. Therefore the defect could not be confirmed and the root cause is undetermined. Investigation conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.